Event description:
Clinical study. It was reported that one day after a coronary artery drug-eluting stenting treatment procedure, the patient had a non-q wave myocardial infarction (mi). The index procedure treated one restenotic lesion, in a non-stented vessel, located in the proximal left anterior descending artery. The lesion was predilated with an angioplasty balloon at 12 atms. The physician successfully implanted a 2.75x16mm taxus express2 drug-eluting stent at 12 atms. The patient had a non-q wave mi one day after the index procedure and prior to discharge. The patient was discharged one day post-index procedure on aspirin and plavix.

Manufacturer narrative:
The device has not been returned as of this report therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.